Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The computer with pip capability was evaluated and replaced. The associated calibration files and 5.2.2 version software were also reloaded as part of the service event. The system was tested, found to be working as intended and put back into service.